Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device would not work at all. It was reported that there was no delay in the procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further investigation with the reporter it was noted that a quick coupling device was also used in the same procedure. It was discovered that the quick coupling for k wires device came loose over time and showed signs of wear and tear. It was also observed that the device rotated unintentionally. It was reported that there were no systemic issues with the two devices. Therefore, the small battery drive device will be considered 1 of 2 products involved in the same event. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event.

Manufacturer narrative:
The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device was not working was confirmed. An assessment was performed and it was observed that the device was not working and had no power. It was further observed that motor was worn, and the amperage was too high (reference value = 0.5 amp. Max, result = 1.21 amps). The assignable root cause was determined to be component wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.